Event description:
The user facility reported that the doctor deployed the footplate under ultrasound (us), removed the dilator and inserted the carrier system as usual. The device was clicked this in as it should, however when pulling back up, the whole carrier system came out instead of engaging with the sheath and retracting only a couple of centimeters as it normally does. The footplate was deployed; however, the collagen ribbon was still within the carrier sheath. Therefore, tension was applied on the thread of the footplate before cutting it and applying manual compression. The artery was monitored on us for the following minutes to ensure the footplate remains adherent to the vessel wall which it did. The patient will be followed up on. Additional information was received on 05nov2024: the procedure was a femoral angioplasty, and a 6 french procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The patient was stable, fine, and had no harm. There were no issues with insertion, deployment, or withdrawal of the device. The angio-seal performed as expected other than the reported issue. The blood loss was less than 250cc's. No equipment or other devices were used with the angio-seal. There was a small amount of disease present in the access site artery. However, pre puncture/deployment angio/us ensured puncture site was away from disease/stenosis. The anchor was left in the patient identified via ultrasound. The patient was fine post procedure, no sign of vessel occlusion, the doctor will follow up routinely. The anchor was still adhered to vessel wall as indicated at deployment and confirmed via ultrasound.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to owing to gdpr and nhs data protection law. A2: age & date of birth: requested, not provided due to owing to gdpr and nhs data protection law. A3a: sex: requested, not provided due to owing to gdpr and nhs data protection law a3b: gender: requested, not provided due to owing to gdpr and nhs data protection law a4: weight: requested, not provided due to owing to gdpr and nhs data protection law a5: ethnicity: requested, not provided due to owing to gdpr and nhs data protection law. E3: occupation: unknown one (1) 6 french angio-seal device was returned for product evaluation. The returned device included the carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully separated and the carrier tube was in the fully rear locked position. The suture was found to have been fully deployed and had been cut at the distal tip, and the anchor and collagen were not returned with the device. The hemostasis sheath was also returned, but no damage or issues were identified with the component. The complaint was confirmed for a potential device detachment issue. The exact root cause cannot be determined. The likely cause was determined to have been detachment of the carrier tube from the hemostasis sheath during rear locking resulting in the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).